Manufacturer narrative:
Technical support instructed the account to replace the sidecom board. Repairs have not been completed.

Event description:
Information received indicates the bed will not send a nurse call to the nurse's station. The account is just now installing a nurse call system. The account said they can move another bed to the room and nurse call works.